Event description:
Same case as MFR's #: 6000093-2004-00289. It was reported that during a coronary drug eluting stenting treatment procedure, balloon removal difficulties were encountered. Intravascular ultrasound of the lesion was performed revealing severe calcification of the de novo lesion in a diagonal branch. The physician had deployed a taxus express2 2.5 x 12 mm drug eluting stent in the diagonal branch, following predilation with a maverick balloon (size unk). The balloon was deflated, but the physican was unable to remove the balloon. The balloon was removed after several maneuvers were undertaken. The lesion in the lad was also predilated and the physician deployed a second taxus express2 3.0 x 24 mm drug eluting stent, using a "crush" technique. The taxus stent in the lad was fully expanded; the taxus stent in the diagonal did not fully expand. The lad stent was postdilated with a quantum maverick balloon. There was restricted flow to the diagonal branch following the deployment of both taxus express2 drug eluting stents. The physician attempted to reopen the diagonal with multiple wires, but was not successful. The pt's blood pressure dropped to 61/41 and was supported by a dopamine infusion. According to the physician the balloons were both "very sticky" while they were being pulled out. No pt injuries or complications were reported; the pt is "satisfactory."